Event description:
It was reported that the measured battery voltage was low without an elective replacement indicator message. The implantable device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the measured battery voltage was low without an elective replacement indicator (eri) message. It was later reported that the device reached eri, was explanted, and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.90v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.90v. Upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2011 which is before explant. The eri is the result of high internal battery resistance.